Manufacturer narrative:
The following are the changes: medical device brand name: bd vacutainer® eclipse¿ blood collection needle. Medical device catalog #: 368607. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that leakage occurred during use with bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "upon use, the grey rubber remains retracted and the blood leaks from the interior needle all around the vacutainer. Needle retracts during blood collection on item 368650. 368650 needles retracted during sample collection. Required additional product. I do not have the lot number. The outer packaging was not saved. It has occurred at least 10 times and always with the same product. Upon use, the grey rubber remains retracted and the blood leaks from the interior needle all around the vacutainer the exposure was mitigated by ppe worn by the staff, however the risk of exposure was increased." 10 occurrences were reported.

Event description:
It was reported that leakage occurred during use with bd vacutainer® eclipse¿ blood collection needles with pre-attached holder. The following information was provided by the initial reporter, "upon use, the grey rubber remains retracted and the blood leaks from the interior needle all around the vacutainer. Needle retracts during blood collection on item 368650. 368650 needles retracted during sample collection. Required additional product. I do not have the lot number. The outer packaging was not saved. It has occurred at least 10 times and always with the same product. Upon use, the grey rubber remains retracted and the blood leaks from the interior needle all around the vacutainer. The exposure was mitigated by ppe worn by the staff, however the risk of exposure was increased." 10 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode related to sleeve recovery with the incident lot was observed. Evaluation/testing of the customer samples was performed and insufficient lubricant on the non-patient cannula causing the sleeve to not fully recover was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with bd vacutainer® eclipse¿ blood collection needles with pre-attached holder. The following information was provided by the initial reporter, "upon use, the grey rubber remains retracted and the blood leaks from the interior needle all around the vacutainer. Needle retracts during blood collection on item 368650. 368650 needles retracted during sample collection. Required additional product. I do not have the lot number. The outer packaging was not saved. It has occurred at least 10 times and always with the same product. Upon use, the grey rubber remains retracted and the blood leaks from the interior needle all around the vacutainer. The exposure was mitigated by ppe worn by the staff, however the risk of exposure was increased." 10 occurrences were reported.